Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor. The insulin pump also had a scratched window display.

Event description:
The customer stated that there were vertical lines on the display after the insulin pump was exposed to rain. Nothing further was reported.